Event description:
Ten days following a coronary drug eluting stenting treatment procedure, pt experienced symptoms of a reaction. In 2005 a taxus express2 drug eluting stent (unk size) was implanted. The pt has a known allergy to nickel. They were told by their cardiologist that the benefits outweighed the risk in their case for stenting and, therefore, the stent was placed. The following month the pt changed from nitroglycerine paste to nitroglycerine pills. The following day pt started to experience itching and rashes on their hands, arms, legs and buttocks. As the pt declined to give contact info including the cardiologist involved, clinical follow up was not possible.